Event description:
It was reported the device will not stay on. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the customer comment. Analysis did find that the lower case was broken, the ring cover was contaminated, two side bail covers were broken, the battery contacts were compressed, the ring was bent, the battery drawer was contaminated and the liquid crystal display was out of specification with segments missing.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.